Manufacturer narrative:
A ge service rep performed an on site investigation. It was recommended the image processor pcb be replaced. The customer refused repair. No conclusion can be drawn.

Event description:
The customer reported the system failed to display an image. No reports of pt injury.